Event description:
Medtronic received information from a 1995 journal article that compared the long term results of a typical valve replacement and the biological valves used for extra-cardiac conduit valves from a single facility in (B)(6). The article compared two sets of populations: adults who underwent a typical bioprosthetic heart valve replacement and children who had a conduit valve device implanted to treat congenital cardiac diseases. The article discussed 41 patients with bioprosthetic valve replacement surgeries that involved 44 devices (35 mitral, six aortic and three tricuspid implants). Thirty three of the devices were hancock bioprosthetic heart valves manufactured by medtronic; the remaining 11 were another manufacturer¿s product. The article indicated there was one death related to an unspecified valve malfunction, but did not specify which manufacturer¿s device had been implanted in the patient. Without device-specific information available either in the article or from the publisher, the device model reported here represents the most likely model that was available for implant at the time, and the date of death is an arbitrary date, chosen on the timeframes of device implants and average follow-up, to facilitate electronic reporting of this article. Separate reports have been filed on article information that indicated reoperations that were performed due to malfunctions of the two different model types. The article also reported that a second patient died an unspecified period of time after receiving a valve replacement; neither the cause of that patient¿s death, the device model nor the device issue were reported, and there was no information to indicate that the death was related to a device or its functionality. The average age of the adult patients in this article was 43.3 years old. The 41 device implant procedures were performed between november 1977 and october 1980. The follow-up period average was 7.4 years.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Following a search of the FDA maude database and medtronic¿s databases, it appears the issues included in this article were not previously reported either as individual or journal article complaints. Without device- or patient-identifying information, it could not be determined if the device associated with the patient death was a medtronic product and if it was, if it had been returned to medtronic for analysis. (B)(4). Long term results for typical valve replacement and the biological valves used for extracardiac conduits valves authors: shuichi matsuno, yoshio yokota, fumitaka ando, fumio okamoto, shogo nakayama, tadashi ikeda, shigehiro otani. Department of cardiovascular surgery of the cardiac center at amagasaki hospital in hyogo prefecture journal of japan surgical society, volume 96 issue 3 publication date: march 1, 1995.